Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge may have been filled with slightly more than 300 units. Additionally, the customer did not follow the on-screen prompts during the load process. The customer declined to troubleshoot for the past event with tandem technical support. The customer's blood glucose level was 343 mg/dl. The customer delivered a bolus via the pump. During the call, the customer loaded a new cartridge with 300 units and delivered a correction bolus of 14 units, and received an accurate fill estimate. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared.